Manufacturer narrative:
Final analysis found that the outer and inner insulations were damaged, due to clavicular crush, which could cause intermittent shorting between the two coils, potentially causing the complaint in the field. The outer coil was fractured at the clavicular crush area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited low impedance, capture threshold had increased since last check. Noise was also present during lead testing. The lead was explanted and replaced.